Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5218544) was returned for evaluation. A visual inspection was performed and the sensor wire was attached to the seal carrier and applicator. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined. It is unknown if the returned sensor is the sensor at fault.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached. The attempted sensor insertion was at the abdomen on (B)(6) 2016. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.